Manufacturer narrative:
The device has not been returned to the manufacturer, so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported during use of the sensation 7fr intra-aortic balloon (iab) fiber optic sensor alarm was generated immediately after insertion. Balloon was not removed. Arterial waveform obtained by transducing the central lumen. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported during use of the sensation 7fr intra-aortic balloon (iab) fiber optic sensor alarm was generated immediately after insertion. Balloon was not removed. Arterial waveform obtained by transducing the central lumen. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter. The extension tubing was also returned. Three kinks were found on the catheter tubing approximately 66.8cm, 67.6cm and 76.2cm from the iab tip. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported during use of the sensation 7fr intra-aortic balloon (iab) fiber optic sensor alarm was generated immediately after insertion. Balloon was not removed. Arterial waveform obtained by transducing the central lumen. There was no reported injury to the patient.